Event description:
It was reported that during a procedure of the mildly tortuous, concentric, mildly calcified, 75% stenosed, distal right coronary artery (rca), the guide wire was positioned and the 3.0 x 8 mm xience prime stent delivery system (sds) was advanced and deployed at 10 atmosphere (atm) for 10 seconds twice; then once at 11 atm for 30 seconds. No anomaly was noted during the inflation/deflation. The sds was removed from the stent and the lesion area, however, became caught on the guide catheter tip. The sds could not be fully retracted into the guide catheter; the distal marker was observed on angiography. The sds was advanced slightly distal and inflated at low pressure, then deflated slowly. The sds was then successfully retracted into the guide catheter without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The re-fold (flat balloon) and resistance during withdrawal from the guiding catheter were confirmed. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue; guide cath: sheathless 6.5 fr al1.0, atlantis. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.